Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (r1006275401), it was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. After the valve was inserted, the patient developed a complete heart block. The final implant depth at non-coronary cusp (ncc) was 4.38mm and left coronary cusp (lcc) was 6.88mm. On (B)(6) 2026, a permanent pacemaker was implanted and amlodipine, aspirin, clopidogrel were administered as treatment. The heart block was resolved without sequelae and the patient was discharged the following day.